Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire was reported. The sensor was inserted into the arm on 02/24/2018. The patient's mother stated upon removal of the sensor, the sensor wire was missing. It was indicated that they were not sure where the wire was at. On (B)(6) 2018, the patient's mother spoke with the patient's physician and was advised to contact dexcom for additional information before moving forward with treatment. No symptoms or irritation were reported. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. An external visual inspection was performed and the inspection failed. The sensor wire was missing. The reported allegation was confirmed a probable cause could not be determined.